Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the connector was damaged by hitting a hard object or the connector was loosened, making it impossible to connect the cleaning tube. The cause of the loose connector may be the accumulation of loose stress on the connector. The event can be detected/prevented by following the instructions for use which state: chapter 3: inspection before use: 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, endoscope reprocessor had broken grey scope connector. The issue occurred during reprocessing. The field service engineer (fse) met with staff and learned that the upper portion of the connector had come off and the screw was lost. The fse replaced both gray connectors. The fse then ran and completed a test cycle with no errors and no leaks. The fse left the machine in working order and returned the machine back to the customer for normal operation. There were no reports of patient harm or impact associated with this event.